Event description:
Affiliate reported that after implantation, drainage failure was noted and the device needed to be replaced. During the revision surgery, breakage of silicone housing was noted at the connection of valve and siphon guard.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.